Event description:
It was reported that boston scientific technical services (ts) was contacted by the field representative during a post-operation check. The patient had open heart surgery and the device was not turned off, which resulted in a forty-one joule shock, with shock lead impedances dropping to thirty ohms. The device was checked, and returned a shock lead impedance of zero ohms. Ts saw that the triad impedance calculation was less than zero ohms, which was indicative of noise on one of the vectors. The field representative noted they were in an environment with a lot of electromagnetic interference (emi). Ts recommended re-evaluating the shock lead impedance after the medical equipment was removed from the patient. The following day the device was checked again, and the lead was testing stable and within the expected range of impedances. The device and leads remain in service. The procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the field representative during a post-operation check. The patient had open heart surgery and the device was not turned off, which resulted in a forty-one joule shock, with shock lead impedances dropping to thirty ohms. The device was checked, and returned a shock lead impedance of zero ohms. Ts saw that the triad impedance calculation was less than zero ohms, which was indicative of noise on one of the vectors. The field representative noted they were in an environment with a lot of electromagnetic interference (emi). Ts recommended re-evaluating the shock lead impedance after the medical equipment was removed from the patient. The following day the device was checked again, and the lead was testing stable and within the expected range of impedances. The device and leads remain in service. The procedure was completed successfully. No adverse patient effects were reported.